Event description:
It was reported, that a service engineer was called to the hospital to assess an evita endura that had been connectred to a patient that died. The death has been reported to the customer and the police has been in attendance.